Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-wave over sensing was observed. The physician elected to make any programming changes. The patient's condition is fine after the event.